Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 300 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was advised the alarm may be caused by viewing sensor glucose graph while pump is delivering bolus. The customer was able to rewind the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.